Event description:
User claimed that a patient was intubated with an endotracheal tube that contained faded to unreadable markings. The user indicated that they were aware that the markings were faded prior to intubation. During intubation the patient coughed, projecting the tube forward. A portable chest x-ray revealed that the endotracheal tube was inserted too deep inside the patient's airway (t-1 level). User claimed that the balloon burst and didn't hold air, requiring re-intubation. There was no patient injury or long term adverse effects to the patient. The manufacturer received product involved in the alleged incident. Functional testing and visual inspection demonstrated that the cuff and balloon were intact and did not leak. Visual inspection did confirm some of the markings on the tube were faded and/or unreadable. The hospital verified that all products in stock had appropriate markings. A review of manufacturing documentation identified no rejects for missing markings. This incident was determined to be an isolated event.